Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with striae on her left eye 10 days post treatment. Topical steroid dosage was increased and flap lift and rinse was performed. Account reported no loss of best corrected visual acuity (bcva) observed. Patient had no complaints nad reported good vision and comfort. Pre-op bcva right eye 20/20. Pre-op bcva left eye 20/20.